Event description:
Medtronic intrathecal pain pump failed to initiate its alarm for low drug volume causing me to be hospitalized for severe opioid withdrawal. I'm still experiencing withdrawals and symptoms of withdrawal. Cal constant is: 115cc.